Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported glucose value of 400 mg/dl, cause unclear, and the user changed out their setup; troubleshooting and education were completed regarding high glucose management. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.